Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that her son had experienced high blood glucose. The customer¿s blood glucose level was 323 mg/dl at time of incident and current blood glucose 421 mg/dl. The customer was treated with insulin injection. The customer does not allege pump was under delivering. It was reported that the during troubleshooting of the high blood glucose and they had large air bubbles. It was reported that they changed the site. The customer performed high pressure and was passed. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning high blood glucose. The insulin pump will not be returned for analysis.